Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's whole system was explanted and replaced with a competitor's because it wasn't working. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins started to "buss" instead of stimulation. The patient said they tried different settings but it didn't change. The patient noted that they had no change in activity but charging the ins became a problem. The patient also said that the ins was not able to control the pain form their feet, both legs, hips and their lower fused back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was having problems with his implant, it seemed to fail, so patient had it removed. No symptoms reported. No further complications were reported/anticipated.